Event description:
Meter name: one touch ultra. Strip name: one touch. Meter code: unk, strip code: unk. Strip storage: unknown. Symptoms: none. A patient reported they were experiencing an apply sample code on the meter and unable to take blood glucose test. Spouse came home to find the patient convulsing in bed. Their meter allegedly was inaccurately high. The result on their meter was 200 mg/dl the night before 8:00pm. The result on the emergency room meter was unknown. The time difference between patients meter and emergency room meter is unknown. Treatment was customer was taken to the hospital by the "ert" and treated for low bg and returned home. No further information has been reported.